Manufacturer narrative:
Concomitant medical products: 419388 lead; implanted: (B)(6) 2004; 694765 lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, with pus coming from the pocket. The entire system was explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, with pus coming from the pocket. The entire system was explanted, with antibiotic treatment provided. The system was later replaced. No further patient complications have been reported as a result of this event.